Event description:
Stapler did not fire when used. It was reloaded and tried again but no firing occurred. A new stapler was opened and the new reloads were used. The old stapler was tested without a reload and the firing mechanism worked.